Manufacturer narrative:
The product was discarded. Therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Transseptal puncture was performed. During ablation of the left pulmonary veins, the patient became hypotensive. Echocardiography revealed a small effusion. Procedure continued. Ablation was performed on the pulmonary veins, roof, and cavotricuspid isthmus line. At the end of the procedure, pericardiocentesis yielded an unspecified volume of venous blood. There is no information regarding extended hospitalization or patient outcome. There were no patient factors cited that may have contributed to the adverse event. Although the physician did not provide a causality opinion, he did indicate that the adverse event was not caused by ablation with the smarttouch sf catheter. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. There is no information regarding transseptal puncture or sheath. There is no information regarding spi value, catheter proximity, or catheter zeroing. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, or irrigated catheter flow setting. Patient did not receive anticoagulant during the procedure.